Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the battery died and when she called into the manufacturer it was determined that the patient had been at the airport the day prior and security made the patient stand next to an x-ray machine while waiting for a female to do a pat down as requested. The manufacturer representative indicated that that most likely shut down the battery since the patient had an older generation one. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3487a-33, lot# v122675, implanted: (B)(6) 2009, product type: lead. Product ID 3487a-33, lot# v122675, implanted: (B)(6) 2009, product type: lead. Product ID 3487a-33, lot# v075420, implanted: (B)(6) 2009, product type: lead. Product ID 3487a-33, lot# v068446, implanted: (B)(6) 2009, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The patient reported a power-on-reset (por) error code. The therapy stopped because of the por. The por was not related to an over discharge. The implant was half charged and she noticed informational por message. There was a suspected electromagnetic interference (emi). She was traveling right and was at the airport. The por was cleared and the therapy was adequate.